Manufacturer narrative:
Correction made in clinical investigation conclusion: there is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler and pancreatitis. The cycler was not replaced in this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
According to the peritoneal dialysis registered nurse (pdrn), the patient was hospitalized (B)(6) 2015, due to pancreatitis. The pdrn stated the patient's hospitalization was not related to his pd treatment or liberty cycler. The patient has since continued pd treatment on the liberty cycler without any reported problems. There is no documentation in the medical record that indicates the patient was connected to the peritoneal dialysis cycler at the time of the event. Patient stated he has had on-going issues with pancreas since (B)(6) 2014 before he ever started on dialysis. Patient stated his first dialysis treatment was (B)(6) 2015. Per the patient, he will have second stent procedure in (B)(6) 2016. Medical records reveal the patient was unable to complete peritoneal dialysis on (B)(6) 2015. Dialysis flow records state the patient was in the hospital for 3 days before patient resumed home peritoneal dialysis on (B)(6) 2015. Medical records do not contain hospital progress notes for review. The patient's lipase level, medical history and CT of the abdomen clearly reveal pancreatitis. There is no documentation in the medical record that indicates a causal relationship between the patient's liberty cycler and peritonitis. Patient clearly states that the pancreatitis existed prior to starting peritoneal dialysis. Medical records reveal the patient has a history of recurrent pancreatitis requiring hospitalization.

Event description:
The patient's medical records were received and reviewed. Patient presented to the hospital on (B)(6) 2015 with abdominal pain that had started the day before. The patient has a history of recurrent pancreatitis and the patient had multiple hospital stays for pancreatitis in the past. In the emergency department, the patient was found to have elevation of lipase to 1715 and a cta scan of the abdomen and pelvis showed mild peripancreatic stranding predominantly on the head of the pancreas possible for mild acute pancreatitis. Patient was admitted for abdominal pain and pancreatitis and treated with intravenous fluids, pain management and kept nothing by mouth (npo). Pain was well controlled. Patient was scheduled for follow-up on (B)(6) 2015 for continued workup of this chronic recurrent pancreatitis. Patient's peritoneal dialysis fluid was sent for evaluation and there was no sign for infection or peritonitis. Patient's lipase improved to 139 at the time of discharge. Patient was discharged home (B)(6) 2015.

Manufacturer narrative:
The patient's medical records were requested and have been received. A clinical investigation will be completed and a supplemental report will be submitted. A supplemental report will be submitted upon completion of plants investigation.

Event description:
The peritoneal dialysis (pd) patient stated he had a procedure done in the hospital. During a follow-up, the pd registered nurse (rn) stated the patient was hospitalized due to pancreatitis. The pdrn stated the patient's hospitalized due to pancreatitis. The pdrn stated the patient's hospitalization was not due to the patient's pd treatment or the liberty cycler. The patient was hospitalized on (B)(6) 2015 and discharged on (B)(6) 2015. The patient continued pd treatment on the liberty cycler without any reported problems.